Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The customer was having issues connecting the infusion set and was supposed to go to the caller's house for assistance but did not. The caller went to check in on the customer and found them deceased. The caller stated they checked the customer's fridge and there was no insulin it. The caller declined to provide further information. The caller declined to return the insulin pump for analysis.